Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer provided available patient information. Patient fields in which information is not provided were intentionally left blank. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device was unable to read the patient's ECG rhythm. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. A second crew arrived on the scene and identified the patient's rhythm as asystole. The customer, a healthcare provider advised that the device use was unlikely to contribute to the patient outcome, due to the clinical picture on the scene. The patient was in asystole.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to verify or duplicate the reported issue through a physical evaluation of the device and a review of the electronic records of the event. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device was unable to read the patient's ECG rhythm. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. A second crew arrived on the scene and identified the patient's rhythm as asystole. The customer, a healthcare provider advised that the device use was unlikely to contribute to the patient outcome, due to the clinical picture on the scene. The patient was in asystole.